Event description:
Plaintiff alleges during the aortic valve replacement surgery, the scissors broke thereby leaving a piece of the scissors inside the body. Plaintiff further alleges that as a result, plaintiff has suffered by having an extra surgery performed to remove the foreign body, having a more complicated and lengthier post-operative recuperation process, and a greater level of pain and suffering.